Event description:
It was reported that the customer hand ongoing elevated blood glucose (bg) levels. On (B)(6) 2025 the customer was admitted to the intensive care unit with a bg of 700 mg/dl and high ketones. The customer was treated with magnesium, electrolytes, and insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made to obtain the release date from the ICU, however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.